Event description:
Caller reported false negative tni result on triage cardiac panel. Patient was seen in the emergency room and testing was performed on triage cardiac panel. The initial result (0 hour) was negative. A second draw (2 hours later) generated a positive or elevated tni result. The patient's sample from the second draw was run again and results were again negative. Customer noted that the time between initial test of second draw and retest of the sample may have exceeded four hours. Patient was admitted to the hospital, received a heart catheter and the diagnosis included ischemia.

Manufacturer narrative:
Investigation pending.